Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed self-test error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they need assistance with carelink as she is needing help with how to upload. They were able to load java and completed upload steps, clicked finish, upload reached 51% and then it failed. They clicked retry, failed, attempted multiple attempts, all failed, performed self-test, the insulin pump failed and alarmed failed self-test error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump was tested with no rf pic failed selftest alarm noted. Pump downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted.